Event description:
It was reported that during an implant attempt the right ventricular (rv) lead exhibited high thresholds. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: k063 competitor implantable pulse generator (ipg) 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).